Event description:
Information received indicates the valve was abandoned at implant when regurgitation was noted during the case. Surgeon intra-operatively replaced the valve with no patient complication reported.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to operational context. H3 analysis: the gross analysis shows indentations are seen in the right and left cusp lunulae indicating an implant suture had been inadvertently looped around the left right commissure at implant, which is deemed to have caused the reported intraoperative regurgitation. The leaflets are otherwise noted to be intact. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. No subsequent patient complication has been reported. Conclusion: no patient event, valve abandoned at implant. Cause of event attributed to user/device interface during implant procedure.